Event description:
Philips received a complaint on the v60 ventilator indicating that the device was not operating on alternating current (ac) power, only battery power. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) that when the device was connected to ac power, the device stated that ac power should be connected and ran on battery power. The device also was not charging the battery. While the device was off and connected to alternating current (ac) power, there were no light emitting diode (led) lights illuminated. Per the pneumatics screen, the 24 volt readout was 0 volts. The rse advised swapping out the power cord to resolve, but the customer requested evaluation of the device by a bench service engineer (bse) at a bench repair center. This investigation is ongoing.

Manufacturer narrative:
The customer informed the remote service engineer (rse) that when the device was connected to ac power, the device stated that ac power should be connected and ran on battery power. The device also was not charging the battery. While the device was off and connected to ac power, there were no led lights illuminated. Per the pneumatics screen, the 24-volt readout was 0 volts. The rse advised swapping out the power cord to resolve, but the customer requested evaluation of the device by a bench service engineer (bse) at a bench repair center. A bench service work order was opened for service of the device and the customer was provided with the use bench service center form to complete and send in the device. A good faith effort (gfe) was sent to the philips vendor operations manager who confirmed that the device was never received at the bench service center. Multiple good faith efforts (gfe) to the customer were attempted to obtain clarification regarding if the device was going to be sent into the bench repair center or if it would be repaired by the customer at their site. No response or further information was received from the customer. Philips is unable to confirm the final disposition of the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. The investigation concludes that no further action is required at this time.